Manufacturer narrative:
Analysis of the fiber revealed a fiber broken into two pieces that otherwise appeared unused. It was noted by the customer that the fiber was broken out of the box. The fiber break was jagged and uneven likely due to a compression beak. During evaluation, the fiber did not break when tested on the bend radius test fixture, and when re-stripped and cleaved the fiber transmitted laser energy within dmta specification. The successful transmission of laser energy indicates that if not broken, the fiber would have operated according to specification. Since each fiber is 100% tested immediately prior to final packaging during the manufacturing processes, it is very unlikely that the fiber was final packaged in the broken condition noted by the customer. In addition to confirming the lot and part number of the fiber, the rfid scan also verified that this fiber was power tested as required and met the established dornier power output specifications during production on 01/08/2018. If the fiber would have been broken during manufacturing, fiber power testing (and rfid logging of successful power testing) would not have been possible. When and where this incident occurred cannot be determined. It is unknown why the customer stated the fiber was broken out of the box when the rfid scan revealed usage on a dornier h30 solvo laser. Fiber likely inadvertently broken due to user mishandling.

Event description:
"Out of box failure. Sales rep (B)(4) has a hlfdbx0270c and it broke when taken out of the sterile package."